Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'damaged keypad' which was reproduced during evaluation as the #2 and #5 keys were not working normally. The reported condition was verified. The cause was determined to be a damaged keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad appears to have been impacted from some outside force resulting in the #5 key being permanently depressed. The problem happened during transportation, discovered during routine maintenance at the damaging department ER. There was no patient involvement. No additional information is available.